Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. The customer's blood glucose was 46mg/dl at the time of incident. Customer work up and wanted to shower but notices they had low blood glucose. Trouble shooting was declined as customer stated they just have to get use to the insulin pump. Advised to call anytime when they have a low or high blood glucose to do function check on the device. Advised customer that if they keep getting lows in the morning to let their trainer know and maybe their settings need to be adjusted. Assisted in showing customer how to place device on suspend when he takes a shower. The insulin pump will not be returned for analysis.